Event description:
Ivf (intravenous fluid) tubing came apart at the end section of tubing (next to the last port). The tubing broke at the y-site, and the patient lost some blood as a result. The patient's hb (hemoglobin level) dropped 2 gm/dl.